Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be "balloon masking the inflation eye due to incorrect location ". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon did not deflate. The affected patient was a child that had been catheterizing from a very young age and had never experienced this problem. It was further reported that the patient was taken to the hospital to remove the catheter. The urology nurse in the hospital used a mineral solution to loosen the blockage. Per notification received via ibc on (B)(6) 2021, there has been no further communication from the father of the patient. There was no change to the boy's condition. Just couldn¿t take the foley out. The mineral solution helped to deflate the balloon and it slipped out as usual.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon did not deflate. The affected patient was a child that had been catheterizing from a very young age and had never experienced this problem. It was further reported that the patient was taken to the hospital to remove the catheter. The urology nurse in the hospital used a mineral solution to loosen the blockage.